Manufacturer narrative:
H6: investigation summary: a complaint of foreign matter was received from the customer. No product was returned but a photo was received. Through visual inspection of the photo brown matter can be seen inside the tubing; the customer complaint was verified. It is unknown if the markings, based on the provided photos, were either inside, embedded, or outside of the tubing. A device history record review for model 2260-0500 lot number 20045650 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned. This incident has been added to our database of reported incidents. H3 other text : see h.10.

Event description:
It was reported that dark brown foreign matter was found in the bd alaris¿ pump module low sorbing set IV tubing. The following information was provided by the initial reporter: "describe the event or problem: dark brown particles found m low sorb IV tubing. What was the original intended procedure? Starting nitroglycerin drip."

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on date via medwatch # 4900240000-2020-8097. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dark brown foreign matter was found in the bd alaris¿ pump module low sorbing set IV tubing. The following information was provided by the initial reporter: "describe the event or problem: dark brown particles found m low sorb IV tubing. What was the original intended procedure? : starting nitroglycerin drip."